Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Implant date is an approximation.

Event description:
It was reported to medtronic neurosurgery the device was removed as part of a shunt revision on (B)(6) 2016. The patient¿s medical history included congenital hydrocephalus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.